Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the power issue was confirmed in the black box but was not duplicated during the investigation. No damage found to the battery compartment or returned battery cap. No issues when attaching the returned battery cap to the pump; the yellow o ring is not visible. No power interruptions were duplicated when the pump was exercised for 24 hours with the returned battery cap. Height and width on the returned battery cap are within specification. No battery cap connection defects were observed. The black box shows evidence of the time and date reset to the default setting after power on resets. Removal of the pump cover and a visible inspection confirmed the internal battery (bt1) was leaking. No evidence of internal moisture or damage to the pcb was observed. Unrelated to this complaint, the audio bolus button cover was observed to be missing.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.